Event description:
It was reported that during an unknown procedure the device gave an alarm. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
The device was returned with the blade gouged and cracked. B-formed staples were embedded in the tissue pad. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.